Manufacturer narrative:
The reported event of an amplatzer cribriform occluder deploying deformed could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020 amplatzer cribriform occluder was selected for a procedure. During deployment phase the left disc in the left atrium did not get to the initial flat shape when the device was fully deployed with the right disc. The device was recapture for a redo of the second deployment of the device. The left disc did not get its normal shape. The procedure ended by successfully deploying the different device. The patient remained stable.